Event description:
The reporter stated the surgeon inserted a micl 13.2 mm implantable collamer lens in the patient's right eye. The surgeon noted torn lens after insertion into the eye. Lens was removed with no patient injury. Backup lens, same model and size was implanted. Lens was damaged due to improper loading. Injector model surgeon used is unknown. No lot numbers provided.

Manufacturer narrative:
(B)(4). Results - visual inspection of the return product found piece of plate haptic is torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue on product. Conclusion - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).